Manufacturer narrative:
Testing and investigation found the device touchscreen was responsive, but the key alignment was off. The touchscreen was recalibrated and passed all tests within spec. The probable cause was due to contamination caused by fluid ingress which was found on the bottom of the touchscreen. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device touchscreen was not working properly. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.